Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed button error. The patient's blood glucose at the time of incident was 74 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. No button error alarm. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.